Manufacturer narrative:
One 2-way solenoid valve was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the substrate syringe failed. The 2-way solenoid valve failed testing. The reported event was duplicated. The most probable cause of the reported event is due to failure of the 2-way solenoid valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived onsite to address the reported event. Fse confirmed the low pressure and noted that the ferrule on the sample loop was loose, resulting in a leak. Fse removed the i6 tubing at the injector pump and ran the pump for a few seconds, then replaced the sample loop and started the pump. Pressure rose to 9.2 megapascals (mpa) and remained steady. Fse was subsequently able to run quality control (qc) and patient samples without issue. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 13583708 from 04sep2017 through aware date (B)(4) 2018. There were two similar complaints identified during the search period. The g8 operator's manual under chapter 3- assay operations & chapter 5- daily check, state the following: 3.7 other items to check: check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. The most probable cause of the reported event was due to a loose ferrule on the sample loop.

Event description:
It was reported that the 6-way valve was leaking, and port #1 leaked under pressure with the g8 analyzer. The customer was unsuccessful when attempting to tighten the connection and requested service. Technical support instructed the customer to try and tighten the fitting; however the leak persisted. The customer also attempted to loosen the fitting and reinsert the peek tubing into port #1 but, the leak still continued. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.